Event description:
It was reported that during the generator change procedure, the right atrial (ra) lead exhibited failure to sense. The ra lead was capped and replace on (B)(6) 2025. The patient was stable throughout.